Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Investigation conclusion: DHR review was no conducted because a lot number was not provided. Units were not received for observation and testing. Confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause description: units not provided for investigation of the incident stated in the pr.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter did not retract after use. No injury or medical intervention.